Event description:
The manufacturer received a voluntary medwatch (mw5172561) was received by the manufacturer with information alleging, "the patient's family called in for troubleshooting information, noting that the ventilator is taking longer than normal to alarm whenever the circuit is disconnected. Mom was using a cough assist device with the ventilator disconnected. Mom left the ventilator running to see how long it would take to alarm and she said that it took up to 3 minutes before it alarmed. Mom stated that the vent had been randomly beeping but shows no active or past alarms. Dad placed the patient on the back-up ventilator for now and while (I) the reporter troubleshooting the primary ventilator with dad, the patient had a seizure and dad quickly let the reporter go because the family was going to call 911 due to the patient's heart rate was dropping. Mom expressed concern to the writer this morning that the patient's co2 levels were the highest they have ever been and was concerned the primary ventilator was not functioning correctly". This complaint has been reviewed by the clinical expert and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). No device information has been provided in the voluntary medwatch report. The device has not been returned to the manufacturer for evaluation. At this time, no further investigation can be requested. If any additional information is received, a supplemental follow-up report will be filed.